Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "hard needle cannot retract."

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the sample and photographs for evaluation. Bd received one retracted unit with no packaging material. Three photographs were also submitted which displayed the unit partially retracted with the needle sticking to the top, the retracted unit with the cap and the needle assembly, cover and catheter. Through the examination of the unit, excessive adhesive was present around the button and hub which would have caused the failure the facility experienced. This was physical/mechanical evidence to confirm and support a manufacturing process and equipment related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter, translated from chinese to english: "hard needle cannot retract."